Event description:
Complainant alleged that during the medics' monitoring of a pt who was suffering with chest pains, the unit shut down, without any error messages being first displayed on the device screen. The medics then installed a replacement battery in the device and continued to monitor the pt with the device and an ambulance inverter. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report number 1220908-2001-00857, which documents a second unrelated event that occurred with this same device.